Event description:
A patient reported their one touch ii meter allegedly had no power and patient was hospitalized due to heart attack because patient was unable to test. There was no result on their meter. There were no other tests or comparison. Treatment was IV glucose. Patient has not used the meter since 2001. No further information has been reported.